Event description:
The customer reported the ventilator does not operate on ac power or transition back to ac power when operating on battery. The customer reported patient involvement and harm is unknown.